Event description:
The customer reported a scratch on the insulin pump screen that made it difficult to read. The customer also mentioned battery issues. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 85 mg/dl. No further information was provided.

Manufacturer narrative:
Pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to perform displacement test due to failed battery test alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.